Manufacturer narrative:
B5: upon follow up, it was reported that antibiotic treatment was discontinued 29 days after the event onset, the patient was hospitalized again for the event. On an unreported date, pd catheter was removed and the patient was switched to hemodialysis twice a week. At the time of this report, the patient was recovered from peritonitis. Hospitalization was ongoing due to hemodialysis. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the event was unknown. It was reported that the patient was not hospitalized for the event. On an unreported date, the patient was treated with vancomycin injection (2g, ongoing, route, frequency and duration were not reported) and gentamicin injection (20mg, ongoing, route, frequency and duration were not reported) for peritonitis. At the time of this report, the patient was recovering from the event. Pd therapy was ongoing. No additional information is available.